Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 60 units, which was inconsistent with the expected 100 units. There was no adverse impact to the customer's blood glucose level. The caller was educated on the potential reasons for a static fill estimate and acknowledged the explanation. Despite being advised, the caller chose not to load a new cartridge and opted to continue using the current cartridge, planning to follow up if necessary.